Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to difficult to remove the suture include, but are not limited to, suture does not release from the suture bearing or suture bearing opening too small or burrs. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was venous closure of the right common femoral vein using a prostyle device using the pre-close technique via a 9f dilator hole prior to a pulse field ablation (pfa) interventional procedure. Reportedly, steps 1-4 were performed as intended; however, when attempting to remove the suture from the device resistance was noted and the suture could not be removed from the device. The device and suture were then removed. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to a 16f and the pfa procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.